Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons and insulin pump was beeped to alarm something but did not indicate what the alarm was for. The customer¿s blood glucose level was unknown at the time of the incident. Customer declined to troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test and self test. No audio/vibrate anomaly noted.